Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-01530. It was reported the pt went to the hosp because of pocket heating while charging in 2009. While in the hosp there was some fluid leaking out of the wound that physician reportedly told him was due to the temp rising around the incision. Pt uses a piece of cotton in between the ipg and the antenna but still gets red around the ipg area. The pt charges more frequently, however the discomfort never goes away. On (B)(6) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Correction numbers: 1627487-0542011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.